Event description:
Customer reported receiving inaccurate blood glucose tests on their freestyle lite meter. Customer rec'd readings of 47 mg/dl compared to a lab reading of 156 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter has been returned to the lab and product testing did not confirm the readings complaint. All results were within range specification and no errors were observed during control solution testing. Upon product investigation, the reported reading was found in the meter memory's log.